Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified vein. A 4.0mmx40mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed intact and the procedure was completed with a 5mm x 40mm sterling¿ balloon catheter. No patient complications were reported and the patient's status is good.